Event description:
The hcp reported that the "pump was flipping and no pain relief." The pocket was "full of infection." The system was removed and the pump returned to the MFR for analysis. A follow-up report will be sent when additional information is received.